Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#:(B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye and refractive change over time was experienced. The lens remains implanted. It was noted during this year the myopic refraction has increased so an exchange is planned. The cause of the event was reported as unknown.